Manufacturer narrative:
MFR report is associated with argus case (B)(4), polident 3 minute.

Event description:
I just swallowed a little bit of polident denture cleaner [accidental device ingestion].I used it in my mouthguard [device use issue].case description:this case was reported by a consumer and described the occurrence of accidental device ingestion in a female patient who received denture cleanser (polident 3 minute) tablet for product used for unknown indication. On an unknown date, the patient started polident 3 minute. On an unknown date, an unknown time after starting polident 3 minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and device use issue. The action taken with polident 3 minute was unknown. On an unknown date, the outcome of the accidental device ingestion and device use issue were unknown.it was unknown if the reporter considered the accidental device ingestion and device use issue to be related to polident 3 minute.additional information:adverse event information was received via call on (B)(6) 2018. The consumer reported that, "I just swallowed a little bit of polident denture cleaner, I used it in my mouth guard, its an 'eight of the tablet'."